Event description:
A patient reported experiencing inaccurate high results with a surestep meter. On a certain date, patient's blood glucose was 276 on surestep meter compared to the labs 224 mg/dl. Tests were done within 10 minutes. On another date, patient's blood glucose was 130 versus the labs 89 mg/dl. Test were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.